Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vaginal stenosis, fecal incontinence, urinary incontinence and vaginal prolapse. It was reported that the patient had the concurrent procedures of posterior repair, perineoplasty, vaginal advancement flap and cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, and urinary problems.

Event description:
It was reported that following insertion the patient experienced infection, and urinary problems.